Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed a cracked rear and front housing, damaged downstream occlusion (dso) sensor, and scratched lens. Event history log review was not applicable. Functional testing was able to replicate the reported issue; the pump emitted a continuous alarm after powering on. The root cause was determined to be a faulty dso sensor. The dso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited an unspecified continuous alarm. There was no patient involvement and no patient harm.